Manufacturer narrative:
D6a. Implant date is only known as 2020. Thus, (B)(6) 2020 is being used to calculate the minimum implant duration. H11: additional narrative. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, edwards received notification that a patient with a 25mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and ten (10) months for unknown reason. A transcatheter valve was implanted within the surgical device with no reported complication.

Event description:
Per the report received from australia, edwards received notification that an 85-year-old patient with a 25mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and ten (10) months due to degeneration leading to stenosis (dsi 0.25, mean gradient of 34mmhg, ef 70%). The patient presented with heart failure. A transcatheter valve was implanted within the surgical device with no reported complication. The patient was noted as to be well and discharged home.

Manufacturer narrative:
Added information to section a1, a2 (age), a3, b5, b7, e1 (title, first name, last name), h6 (component code, health effect - clinical code, device code, investigation findings and investigations conclusions). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot/serial number was provided. The most likely cause is patient factors, including diabetes.